Event description:
During baxter's functional testing, a spectrum pump failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The failed downstream occlusion test could not be reproduced, but was confirmed through evaluation. Although the unit did pass testing per baxter's service procedure, the reading from the downstream senor was above specification with a loaded fluid filled set. The elevated signal caused the early alarm for downstream occlusion. The downstream tubing guide was replaced.